Event description:
Reported 1 false negative sofia sars result for 1 patient of unknown symptomatic status. The customer communicated that the result was confirmed positive through pcr testing. Attempts were made to contact the customer for additional information. The customer was unresponsive.

Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: unsufficient info. Source: phone.